Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during the surgery the zimmer pulsavac plus came to a fire. The battery became very hot and a darting flame appeared and then smoke emission. There was no patient involvement or patient injury associated with the report. The surgery time was extended by 5 minutes. The surgery was completed with another device.